Manufacturer narrative:
The field service engineer (fse) observed pinch valve vl5 leaked fluid on the normally closed side. The fse replaced the normally open and normally closed tubing at pinch valve vl5 and resolved the fluid leak issue. The fse also discovered evidence of a fluid leak on the hemoglobin vent fitting. The fse removed the hemoglobin cuvette, replaced the tubing and reseated the hemoglobin cuvette to resolve the vent fitting leak issue. The fse noted the 60 psi was slow to build up pressure for the instrument and replaced the high pressure t fitting and reducers and reversed the 60 psi diaphragm to resolve the issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported approximately one half cup of clear diluent leaked near the manual sampling probe and spilled on the counter and onto the floor involving the coulter lh 750 hematology analyzer. The customer noticed the fluid leak when a cassette was passing through the instrument. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer confirmed patient results were not impacted. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.